Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was implanted within the bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. During the procedure, a removable wallflex biliary rx covered stent was attempted to be deployed within the target lesion; however, part way through deployment, it was reported that the stent felt "really stiff." Utilizing endoscopic visualization, the user noticed that the inner shaft was exiting at the guidewire access port. This prevented the stent from fully releasing off the delivery system. Therefore, the stent was partially reconstrained onto the delivery system and removed from the patient. A second removable wallflex biliary rx covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was implanted within the bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. During the procedure, a removable wallflex biliary rx covered stent was attempted to be deployed within the target lesion; however, part way through deployment, it was reported that the stent felt "really stiff." Utilizing endoscopic visualization, the user noticed that the inner shaft was exiting at the guidewire access port. This prevented the stent from fully releasing off the delivery system. Therefore, the stent was partially reconstrained onto the delivery system and removed from the patient. A second removable wallflex biliary rx covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 30 mm. It was noted that the distal handle was fully retracted and the inner lumen was exiting the guidewire access sleeve. During a functional analysis, it was not possible to fully deploy the stent. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. The inner lumen was folded back on itself at several locations proximal to the inner member jacket. No issues were noted with the profile of the deployed stent. No issues were noted in movement of the outer sheath of the proximal end of the shaft after the shaft had been dissected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.